Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-34}; product lot/serial number {unknown}; product type: {0195-heartvalves}; implant date {n/a}; explant date {n/a}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter valve, severe central aortic regurgitation was observed. Subsequently, a second transcatheter valve was implanted, and the severity of the regurgitation changed from severe to mild following the implant of the second valve. It was reported that the deep depth of implant of the first valve caused the regurgitation. Additionally, it was reported that a cardiac magnetic resonance imaging (MRI) scan was used as the imaging modality prior to the implant of the valve instead of a cardiac computed tomography (CT) scan which contributed to the event.

Event description:
Additional information was received that the deep implant depth of the first valve was not intended. Additionally, the second valve was implanted valve-in-valve.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: deliv sys d-evolutfx-34, product ID: d-evolutfx-34, serial/lot: (B)(6), use by date: 2026-04-29, UDI: (B)(4). Updated data: b5. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.